Event description:
It was reported that an ilet presented an ¿insulin, absolute range error¿ alert and the piston did not rewind during a supply change despite a device restart and visual confirmation of no foreign objects, and the device was replaced. Symptoms included no reported adverse clinical effects and blood glucose remained unaffected. Outcomes included the user discontinuing pump therapy and switching to multiple daily injections without medical intervention. Investigation included review of the user report and verification of the device alert. Investigation of this case revealed a device mechanical malfunction related to the piston mechanism that prevented proper insulin delivery setup. It was concluded that the event was attributable to a device malfunction.